Event description:
It was reported that when the patient sent a merlin transmission remotely, post-paced t-wave oversensing was observed on the ventricular channel. Programming changes were recommended. The patient was scheduled for an appointment but did not come in.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicated that a remote transmission showed another instances of non-sustained lead noise due to post-paced t-wave oversensing. Programming changes were made. Patient was asymptomatic.

Event description:
New information received notes that when the asymptomatic patient presented in clinic for a subsequent follow up, the device showed further post-paced t-wave oversensing. Reprogramming changes were made.